Event description:
It was reported that the customer's insulin pump experienced a blank display. The customer's insulin pump still did not power on after a battery change. The customer's blood glucose was 138 mg/dl. Troubleshooting was done. Advised the customer to insert a new aaa alkaline battery. The customer stated that the display returned. Advised the customer to monitor the insulin pump and that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.